Manufacturer narrative:
Engineering reviewed the log files form this system and observed an intermittent hardware problem with the modem.

Event description:
A medtronic representative reported that when he was setting up the fusion navigation system for a demonstration, the system became unresponsive in multiple screens of the software. Each time he had to perform a hard reboot to get the system to respond. He reported this occurred while in the "choose pt", choose surgeon", and "choose procedure" screens. The representative decided to discontinue use of the system for the demonstration.